Event description:
During an attempt to treat a lesion in the ata with no calcification or no tortuosity and with 90% stenosis using amphirion deep balloon catheter, it was reported by the physician that the catheter leaked from the tip during balloon inflation below rbp. The physician reported that the catheter leaked at the site of the balloon into the wire lumen, not out of the balloon. Pressure decreased immediately. All fragments of the balloon were retrieved. The device did not pass through previously deployed stent and there was no resistance encountered while advancing device. Another device was used to complete procedure. There was no injury to patient.

Manufacturer narrative:
Device evaluation: the balloon was returned inflated. 0.014" guide wire was inserted from the tip and friction felt on the balloon area. Negative pressure was applied on the inflation line and leakage was detected. Balloon was pressurized using a manometric syringe (till 8 bar) and small leak was detected from the hub bonding. The balloon was inflated at low pressure using a syringe filled by coloured water and leakage was found from the tip and the luer port. The balloon was removed and a small cut was detected on the guide wire tube at 40 mm from the tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.